Event description:
Additional information received indicated that the fluoroscopy was performed to confirm the dislodgement.

Manufacturer narrative:
The report events were lead dislodgement and inappropriate capture. As received, a complete lead was returned in one piece with the helix retracted and clogged blood. The reported event of inappropriate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead was inappropriately capturing the ventricular channel. It was noted that the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.